Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The pusher assembly mid-joint was compressed. The outer diameter of the compressed mid-joint was measured to be larger than the inner diameter of the non-penumbra microcatheter. Resistance was encountered as the pusher assembly mid-joint was attempted to advance into the microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned device revealed that the pusher assembly mid-joint was compressed. This type of damage may have occurred due to forceful manipulation during attempts to advance the coil through the non-penumbra microcatheter during the procedure. However, during the functional test, resistance was encountered as the compressed mid-joint entered the demonstration microcatheter and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils and smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil out of its introducer sheath and into the hub of the microcatheter and, therefore, the smart coil was removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.